Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) for 00515048200 lot number 64238413, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 30 april 2019, it was reported from isle of wight healthcare nhs trust that the battery pack heated during use and began to deform battery case. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account, however. The photos indicate that the a device battery pack had deformed. These photos confirm the reported event. While the photos provided by the account confirmed that the 00515048200 battery pack had deformed, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the battery pack heated during use and began to deform battery case. There was no patient involved. No additional information is available. No adverse events were reported as a result of this malfunction.